Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was pulled from the monitor enclosure, damaging wires within the connector. The cause of the service code and inability to communicate with an electrode belt was the broken connector and wires. The root cause for the broken connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) to zoll manufacturing corporation and reported that a patient experienced a service code.